Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error, no delivery alarm and high blood glucose. Customer¿s blood glucose value was 599mg/dl. Customer had not treated the high blood glucose and had no symptoms. The drive support cap appeared normal. Customer was assisted with high pressure test and resulted in no delivery. Insulin pump will not be returned for analysis.